Event description:
Reportable based on additional information received (B)(4) 2013. It was reported that during preparation for an unspecified treatment procedure, a guide wire bend occurred. This 182 cm choice guidewire was selected; however, during unpacking it was noted that the tip of the device was bent. The procedure was completed with another of the same device. No patient complications were reported. Initial review of the returned device revealed a fracture was noted at the proximal end.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the return complaint device revealed that section of the wire is missing (proximal end). The returned device presents two kinks at 2.1cm and 40.5cm from the proximal end. A dimensional inspection was completed and all the measurements taken were within specification. The returned device was sent for external analysis ((B)(4)) to determine the fracture failure mode. The mtac lab returned the following results: failure occurred due to a mechanical cut event resulting to cross section reduction followed by an overload event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).